Manufacturer narrative:
Assessment by merz: no precise information was given on the injection date and or event onset date so that a temporal relationship can only be assumed. The event injection site discolouration (serious) occurred in a compatible local relationship, whereas no precise information was given on the localization of the events injection site vesicles (serious) and injection site nodule (serious) so that a local relationship can only be assumed. Malaise (non-serious) is a systemic event. The events injection site vesicles (serious), injection site discolouration (serious) and injection site nodule (serious) are expected; and malaise (non-serious) is expected as flu-like symptoms based on the currently valid australian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). In this case, the information very sparse and no further event details or underlying conditions of the patient were reported. However, a contributory role of treatment with radiesse (+) cannot be excluded with certainty. In this case, no information was reported on corrective treatment or outcome of the events and a clinical diagnosis is pending. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse (+). This case is assessed as serious with the serious events injection site vesicles, injection site discolouration and injection site nodule, because the patient was hospitalized. Merz re-assessment due to case amendment performed on (B)(6) 2026: follow-up created as amendment due to database error in duplication of emdr for FDA submission. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse (+). This case is assessed as serious with the serious events injection site vesicles, injection site discolouration and injection site nodule, because the patient was hospitalized.

Event description:
Case description: this consumer report was received from an australian consumer and concerns a female patient. The patient was injected with radiesse (+), into the hands. After the radiesse (+) injection, the patient experienced blistering, nodules and blue hands and felt very unwell following the treatment. The patient ended up in hospital. The outcome of the events was reported as unknown. Case amendment performed on (B)(6) 2026: follow-up created as amendment due to database error in duplication of emdr for FDA submission.

Event description:
Case description: this consumer report was received from an australian consumer and concerns a female patient. The patient was injected with radiesse(+), into the hands. After the radiesse(+) injection, the patient experienced blistering, nodules and blue hands and felt very unwell following the treatment. The patient ended up in hospital. The outcome of the events was reported as unknown. Case amendment performed on (B)(6) 2026: follow-up created as amendment due to database error in duplication of emdr for FDA submission. Follow-up information was received on 19-feb-2026: the patient was injected with radiesse(+) ¿on or around 29 october¿ (year not specified). The patient also indicated that they believed the treating clinic had already submitted reports, as they specifically asked the clinic to do so. The outcome of the events remained unchanged.

Manufacturer narrative:
Assessment by merz: no precise information was given on the injection date and or event onset date so that a temporal relationship can only be assumed. The event injection site discolouration (serious) occurred in a compatible local relationship, whereas no precise information was given on the localization of the events injection site vesicles (serious) and injection site nodule (serious) so that a local relationship can only be assumed. Malaise (non-serious) is a systemic event. The events injection site vesicles (serious), injection site discolouration (serious) and injection site nodule (serious) are expected; and malaise (non-serious) is expected as flu-like symptoms based on the currently valid australian instructions for use (IFU) leaflet of radiesse(+) and can occur after treatment with radiesse(+). In this case, the information very sparse and no further event details or underlying conditions of the patient were reported. However, a contributory role of treatment with radiesse(+) cannot be excluded with certainty. In this case, no information was reported on corrective treatment or outcome of the events and a clinical diagnosis is pending. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse(+). This case is assessed as serious with the serious events injection site vesicles, injection site discolouration and injection site nodule, because the patient was hospitalized. Merz re-assessment due to case amendment performed on (B)(6) 2026: follow-up created as amendment due to database error in duplication of emdr for FDA submission. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse(+). This case is assessed as serious with the serious events injection site vesicles, injection site discolouration and injection site nodule, because the patient was hospitalized. Merz re-assessment due to follow-up information received on 19-feb-2026: the outcome of the events remained unchanged. No precise information was given on the event onset date, so that the temporal relationship remains assumed. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse(+). This case remains as serious with the serious events injection site vesicles, injection site discolouration and injection site nodule, because the patient was hospitalized.